Event description:
It was reported that during preparation of the rx accunet embolic protection device, the physician observed that the tip was more exposed than normal and when the syringe was used to rinse the filter basket, the tip became damaged. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure. Return device analysis revealed the shaping ribbon was separated 2.8 cm distal to the center solder.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted no blood visible on the device and saline visible on the tip of the delivery catheter, consistent with the device being flushed, but not used in the patient anatomy. The filter basket was loaded into the delivery catheter, consistent with the reported loading. The full length of the tip coils was stretched and the distal end of the tip coils was smashed. It is likely that this stretching and smashing of the tip coils was what the reported irregular tip appearance was referring to. The likely cause for this is inadvertent user mishandling, perhaps during unpackaging, but no definitive cause could be determined. Analysis noted a separation in the shaping ribbon, confirming the reported tip damage. Scanning electron microscopy analysis indicated that the shaping ribbon separation occurred due to tensile overload. Likely the ribbon was damaged from the tip coils stretching and, subsequently, further handling caused the shaping ribbon to yield, but no definitive cause could be determined for the tensile overload. A review of the finished product lot history record did not reveal any nonconforming material records. Additionally, a query of the complaint-handling database revealed no other reported events for this lot. In manufacturing, the tip is visually inspected. Additionally, a sampling of units is inspected and destructively tested to verify product quality.